Event description:
The customer called and reported he was hospitalized, due to a broken rib and a spot on lung. Customer stated the hospitalization was not diabetes-related, but he did have low blood glucose, which kept running low, even after turning the insulin pump off. Customer stated the last couple of times he was hospitalized, his blood glucose was 25 mg/dl. Customer stated that sometimes his pancreas would deliver insulin, causing his blood glucose to go low. The insulin pump will not be returned for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.